Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling*), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00, +20.5 diopter) was explanted in a secondary procedure from patient¿s right eye. The replacement lens was another model zcb00 of a higher diopter (+22.0). There was no incision enlargement, no patient injury reported. When asked how the patient was doing at discharge the response was ¿regular outpatient¿. No further information provided.